Event description:
The event is reported as: complaint alleges: clips fell off after surgery. Patient had to go back to o.r. For bleeding. Clips were found in the abdomen. Patient is in good condition. Because this is a privately run o.r. In (B)(6), the surgeon refused to provide more information and did not want a complaint filed with teleflex, but the teleflex sales rep insisted on filing a complaint.

Manufacturer narrative:
Device sample returned to MFR, but investigation is incomplete at time of this report.